Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion at l3-l5 due to severe lumbar canal stenosis and osteoarthritis. Intra-op, the ball at the end of the feeler broke-off from one end. It is not sure if the broken fragment (ball) remained in patient or not. According to surgeon's assumption, the broken fragment remains in patient if it broke in the patient; however, the ball could not be found in patient's x-rays. There were no patient complications reported as a result of this event.